Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right atrial lead exhibited noise and intermittent elevated pacing impedance. The lead was explanted and replaced without incident. The patient was in stable condition post procedure.